Event description:
It was reported, the patient was placed on the ventilator after intubation, low volumes and high peak pressures was observed. An unsuccessful attempt was made to resolve the issue with medical intervention. However, the suction catheter would not pass, therefore bronchoscopy was attempted to observe the obstruction; the medical professional could not pass the bronchoscopy through the tube. The patient was extubated and reintubated with a different endotracheal tube (ett). It was additionally reported, the original ett was observed to be kinked (it was not kinked prior to intubation and was styleted with a rigid stylet). It was additionally reported, that the patient did not bite the tube on or after intubation; a mild temporary (unspecified) harm was sustained by patient.

Manufacturer narrative:
H6: (appropriate term/code not available): 4581: low saturations and high volumes. The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 24 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the patient was placed on the ventilator after intubation, low volumes and high peak pressures was observed. An unsuccessful attempt was made to resolve the issue with medical intervention. However, the suction catheter would not pass, therefore bronchoscopy was attempted to observe the obstruction; the medical professional could not pass the bronchoscopy through the tube. The patient was extubated and reintubated with a different endotracheal tube (ett). It was additionally reported, the original ett was observed to be kinked (it was not kinked prior to intubation and was styled with a rigid stylet). It was additionally reported, that the patient did not bite the tube on or after intubation; a mild temporary (unspecified) harm was sustained by patient.

Manufacturer narrative:
Additional information - investigation conclusion: h6. H6: (appropriate term/code not available): 4581: low saturations and high volumes. The actual complaint product was not available for return; evaluation performed on manufacturer retained samples; the devices performed within acceptable parameters when evaluated based on: kink/bend resistance. The device history record for lot 2401010197 was reviewed and the product was produced according to product specifications. All information reasonably known as of 03 sep 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.